Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged before insertion into the sheath. No add'l event or pt info is available.

Manufacturer narrative:
Result - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery sys (sds) was returned without any blood or contrast visible. The stent implant was returned dislodged from the sds. The first two rows of distal struts were slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.